Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced thickening of the skin flap around the abutment and underwent revision surgery to remove the excess skin (date not reported).